Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the patient presented with cardiogenic/septic shock. Intra-aortic balloon (iab) therapy was initiated due to patient history of cad/CABG. The iab was noticed to have been torn after removal from packaging and was never inserted to patient nor connected to a console. A second 50 cc iab was opened and inserted successfully. There was no injury or harm to patient reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded with the one-way valve attached. The insertion components were also returned. No blood was observed on the iab catheter. No visible tears were observed on the returned balloon. One kink was found on the catheter tubing near the y-fitting approximately 75.4cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that the patient presented with cardiogenic/septic shock. Intra-aortic balloon (iab) therapy was initiated due to patient history of cad/CABG. The iab was noticed to have been torn after removal from packaging and was never inserted to patient nor connected to a console. A second 50cc iab was opened and inserted successfully. There was no injury or harm to patient reported.